Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Product analysis #(B)(4) :post market vigilance (pmv) received one endo gia 60mm articulating medium/thick reload opened by the account with the appropriate packaging in an undamaged condition. The product will expire on 2022-01. Visual inspection of the cartridge revealed that the reload had a full staple complement. The reload was loaded into a pmv representative instrument ((B)(4)) for functional testing. The reload was applied to test media. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again.

Event description:
According to the reporter, during loading of reload prior to a low anterior resection procedure, the reload would not close. There were no blue lights. There is no patient involved in this event.